Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: report submitted by the hematology and oncology departments: the connector cracked during use. Two defective units were identified. The defective products are available for return, and accompanying photographs have been provided. Expedited claims processing is requested. A formal response to the complaint and an acknowledgment of receipt are required. Connectors from two different departments were used to infuse the following respective medications: octreotide and mesna. In both instances, the connectors were connected to an infusion pump operating at a rate of 5 ml/h; the extension tubing itself did not rupture. In both cases, the connector cracked on the fourth day of use. We request that an investigation into this matter be conducted. Additional information received from the customer: please confirm how long the mz1000 china products had been in use for prior to the cracks occurring, i.e., did the cracks occur when the products were first accessed, or had they been in use multiple times before the damage occurred? The issue occurred on the third or fourth day of use. The device was damaged before the rupture, and it was connected to a single-use infusion set for fluid administration; at the time of the leak, it was connected to an infusion pump. Please confirm what fluid was being administered at the time of the event? The hematology department is currently administering mesna, while the oncology department is administering octreotide. Please confirm if any leakage occurred as a result of the crack? Yes, the leak was caused by a crack. Please provide details of the product(s) used to access the mz1000 china, including type of prodicty, brand/manufacturer, model reference, etc. The infusion pump is an aimin model, connected via extension tubing (the extension tubing showed no abnormalities). The infusion rate was 5 ml/h, and the leak occurred one day into the infusion.